Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen displayed pixels and color blocks. The customer's blood glucose was 111 mg/dl. The customer would continue to use the pump for insulin therapy.